Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right ventricular lead was surgically abandoned and replaced due to high pacing thresholds noted after a transcatheter aortic valve replacement (tavr) procedure. The root cause of this issue was not determined. No additional adverse patient effects.